Manufacturer narrative:
Hemolysis/mechanical interaction with blood: clinical reported rising ldh values and confirmed good position. The cause of the issue was not established as no product or logs were returned and limited clinical information was provided. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in b4 , (updated event date to new value: (B)(6) 2025). Additional codes were added in h6 (type of investigations).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 27 year old female patient treated with an impella cp pump due to acute myocardial infarction complicated by cardiogenic shock. Angiogram performed prior to sheath insertion. Vessel measured at 5mm. Preceded with impella sheath insertion. Post insertion, distal limb ischemia. Physician performed fem to fem bypass. Lactate dehydrogenase value rising, additional concern for hemolysis due to red urine. P level turned down as a result and when down to p level 4, urine was cleared. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use.